Event description:
The reported stated the surgeon was inserting a 22.0 diopter cq2015 collamer three piece lens and one haptic tore off. There was patient contact but no injury. The reporter stated the cause of the torn haptic was due to the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.